Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty. Subsequently, patient underwent a second left hip revision due to infection approximately 3 (three) months later. During the revision, pus was noted deep in the joint as well as extensive necrotic tissue. Dense scar tissue was resected. The stem was retained. The head, cup, screws and liner were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) zimmer.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) zimmer.